Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has had issues with their insulin pump, along with high and low blood glucose levels. It was reported that the customer has ran high over 200mg/dl. It was reported that the high and lows sneak up on the customer. The customer was reported to have fallen due to low blood glucose levels, and ended up going to the emergency room. The customer reported the batteries are changed one to two times a week and the device sometimes rejects the new batteries. The customer also reported that sometimes the buttons do not work. The customer was offered 24 hour help line service, but declined. No further information or assistance was provided.